Event description:
Carelink failure - pacemaker - transmission data integrity - missing data: pdf has inaccurate % pacing and missing histograms. Carelink¿s failure to generate or send clinically significant reports for patients with implantable cardiac devices for remote monitoring puts patients at risk for harm, including death. Manufacturer response for cardiac resynchronization therapy pacemaker, viva crt-p (per site reporter). Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).